Event description:
It was reported that the patient presented to a scheduled generator change. Prior to the procedure, the right ventricular lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.